Manufacturer narrative:
(B)(4). The device was tested on the bench and found to be normal. Longevity estimations show the battery voltage was normal based on device usage.

Event description:
It was reported that the physician believed the device reached eri prematurely. Review of the battery trend in dia appeared to be normal. The device was explanted and replaced. The patient was doing well and will continue to be monitored.